Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room with high potassium. It was reported that the patient experienced b radycardia. On interrogation, it was found that the right ventricular (rv) left bundle branch (lbb) lead exhibited oversensing and t-wave oversensing (twos). It was also reported that the right atrial (ra) lead exhibited a possible loss of capture. The rv lbb lead and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was noted that the ra and rv lbb leads were reprogrammed and medication dose was increased. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.